Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer changed pump supplies to address the issues. There was no adverse impact to customer¿s blood glucose level.